Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/24/2021. H.6. Investigation: customer returned a total of four pen needles with green inner shields alongside two teardrop labels identifying them as 4mm, 32 gauge pen needles from lot 0296571. The pen needles were visually inspected and all were found to have bent needles on the non-patient side of the hub¿s needle cannula. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needles for use, potentially if the pen was not properly aligned with the cannula. This would have prevented the two from attaching properly and they would not be usable in that arrangement. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that the pen needles had become bent on the non-patient side. This is the potential result of difficulty experience while attaching the pen to the pen needle, which can happen if the two are misaligned. The root cause of the needles being difficult to operate appears to be user difficulty attaching the pen needles and pen, resulting in stresses and damage to the pen needle.

Event description:
It was reported that 2 pen ndl 32g 4mm 100bx 1200 USA were difficult to operate during use. The following was reported by the initial reporter: "it was reported that two needles were defective.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 pen ndl 32g 4mm 100bx 1200 USA were difficult to operate during use. The following was reported by the initial reporter: "it was reported that two needles were defective. Verbatim: email received (B)(6) 2021 08:34:52. Sent: (B)(6) 2021 11:51 pm. Box of bd nano ultra-fine pen needles: lot no 0296571 exp 2025-10-31 bar code on the bottom of the box is: (B)(4). Before I relate my current issue, let me let you know the past one, sometime last year, I believe. I misplaced the letter you sent me which included a replacement coupon for a box of pen needles. (That letter had an address or phone number on it should another problem arise regarding the same issue.) Back then, I had not saved the 3 defective pen needles. Now today, I found two (2) defective pen needles out of the first 10 I randomly picked out of the new box. I pay (B)(6) co-pay from my insurance for one box of 100, while a non-prescription brand of 50/per box is (B)(6). Yes, the pen needles in the non- prescription box are not as good quality as bd nano brand...., but it is very frustrating to have this happen again, and to have to take time to write this email. If this is the wrong department for this issue, please forward this to the correct one. I have kept the defective needles this time."